Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. No issues were identified during a review of the alarm trace or calibration data. A general reagent issue can most likely be excluded. Possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 22.67 pg/ml with a data flag. This result was reported outside of the laboratory where repeat testing was requested. The repeat result was 4275 pg/ml. On (B)(6) 2017 the sample was repeated 2 times with results of 4421 pg/ml with a data flag and 4392 pg/ml with a data flag. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 176452. The expiration date was not provided. The field application specialist visited the customer site where no alarms or errors were observed for the day of the event. Internal quality controls showed no issues. It was noted that there was a white substance extending from the gel. This is either a fibrous substance or a gel remnant.